Event description:
It was reported that the implantable pulse generator (ipg) would no longer charge despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred years prior to the date the manufacturer became aware.